Event description:
It was reported that this device was found fractured. Attempts have been made, and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 42540500029; 29mm diameter 9.0mm thickness osseoti porous 3-peg patella; (B)(6). 42508606002; cruciate retaining right size 6 pps standard femur; (B)(6). 42535006702; 0â° spiked keel right size d osseoti tibia; (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.